Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was hospitalized prior to death for palliative care. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4): the device was returned for evaluation. A review of the device logs revealed no keystrokes, programming, or use related events that would indicate and/or contribute to the problem. The homechoice (hc) device was evaluated and all functional tests were performed. Visual inspection found no physical damage. The power on self-test cannot be completed due to low battery indication. A lead acid battery was replaced for low battery indication and battery failed alarm. The one hour therapy was completed without error or alarm. The hc device was repaired and it passed all check and calibration tests successfully. The evaluation did not find anything related to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of the device and service history records showed no abnormalities that could cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.